Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details, demographics regarding the additional events attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (5-0 and 6-0 prolene sutures) involved caused and/or contributed to the post-operative complications (unknown event (n-?) Requiring pulmonary intervention; problem of extensive calcifications during the fontan completion (n-?), reconstruction of the pulmonary arteries at the comprehensive stage ii operation (n-?), and decrease diameter of left pulmonary artery (n-?) ) described in the article? Please specify. What were the reasons for the reintervention and reoperation and if the reasons can be attributed with the use of 5-0 and 6-0 prolene sutures? Does the surgeon believe there was any deficiency with the ethicon product (5-0 and 6-0 prolene sutures) used in this procedure? If yes, please provide patient demographics for the patients that experienced the post-operative complications (unknown event (n-?) Requiring pulmonary intervention; problem of extensive calcifications during the fontan completion (n-?), reconstruction of the pulmonary arteries at the comprehensive stage ii operation (n-?), and decrease diameter of left pulmonary artery (n-?) ). Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Please provide prolene suture product codes used in these cases. Citation: j thorac cardiovasc surg; 151:1112-23. Doi: http://dx.doi.org/10.1016/j.jtcvs.2015.10.066.

Event description:
Title: hybrid therapy for hypoplastic left heart syndrome: myth, alternative or standard? The aim of this article was to describe the operative results, the early and late mortality and morbidity with regard to pulmonary artery and aortic arch reinterventions, the detailed multidepartment strategy, and the long term outcome of 118 patients with hypoplastic left heart syndrome (hlhs) and variants who received the giessen hybrid stage I procedure in a retrospective manner. This retrospective study between june 1998 and february 2015, includes 126 patients (median age was 6 days (0-237); median weight: 3.2 kg (1.2-7)) who were palliated with the giessen hybrid stage I procedure for a univentricular palliation or primary heart transplantation (n-8). 101 patients (age: 4.5 (2.9-39.5) months; body weight: 5 (4.4-9.4) kgs; body surface area: 0.3 (0.2-0.42) m2), underwent the comprehensive stage ii operation. 62 patients (age: 33.7 (21.1-108.2) months; body weight: 13 (8.5-19.7) kgs; body surface area: 0.56 (0.4-0.79) m2)underwent the fontan operation. During giessen hybrid stage I operation, 2 pieces of 3.5 mm ptfe tube were cut to approximately 1.5 to 2mm in width. After a strictly limited preparation of the right pulmonary artery, the first band was placed by using a 6-0 prolene suture, which was as used to unite both ends of the band and the superior adventitial layer of the right pulmonary artery at the same time so that no additional suture was needed to prevent a displacement of the band. The same steps were applied for the left pulmonary artery after moving the pulmonary artery to the right side of the patient by using the holding suture. After extensive mobilization of the right and left pulmonary arteries and the glenn anastomosis during fontan operation, a 19-mm ring-reinforced polytetrafluoroethylene (ptfe) tube was placed between the vena cava inferior and the inferior aspect of the right pulmonary using 5-0 prolene suture. Reported complications included unknown event (n-?) Requiring pulmonary intervention after comprehensive stage ii operation, problem of extensive calcifications during the fontan completion (n-?), reconstruction of the pulmonary arteries was challenging at the comprehensive stage ii operation (n-?), and decrease diameter of left pulmonary artery (n-?) In view of the early results and long-term outcome, the hybridapproach has become an alternative to the conventional strategy to treat neo-nates with hypoplastic left heart syndrome and variants.

Manufacturer narrative:
Date sent to the FDA: 03/21/2021. Additional information: article attached.